Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found the fiber body was broken and in three pieces, in addition, the connector face had burnt marks. Bsc investigation concluded that a partial body break or kink could have occurred during handling of the device either during preparation while setting up the fiber and/or when the fiber was inserted into the scope. The partial body break or kink could have led to a fiber break once the fiber was fired during the percutaneous nephrolithotomy procedure, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a percutaneous nephrolithotomy procedure for kidney stones, a moses 200 d/f/l fiber burned, and the energy hit back to the debris shield causing a loud lasering sound and damaging the debris shield. A second moses 200 d/f/l fiber was used, but the same event occurred. The procedure was completed using a third moses 200 d/f/l fiber. After the product investigation, it was confirmed the fiber body broke in three pieces and the connector had burnt marks on the face. There were no patient complications. This report is for the second fiber.

Event description:
It was reported that during a percutaneous nephrolithotomy procedure for kidney stones, the fiber used burned and the energy hit back to the debris shield causing a loud lasering sound, two debris shields were damaged. The procedure was completed using another device. After the product investigation, it was confirmed the fiber body breaks in two pieces and the connector had burnt marks on the face. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified three different pieces, indicating a fiber body break. In addition, the connector had burnt marks on connector face. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.